Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and communication with field service engineer. There was no patient involvement. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further received information indicated that the issue was solved by cleaning expiratory cassette, which does not affect ventilation. The customer repaired the device himself, hence there was no on-site visit by our technician. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse. H3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).